Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to a coronary intervention with non-abbott heart pump procedure. The first prostyle device was deployed and preplaced as intended. Reportedly, the lever was lowered/closed completely, however. During removal of the device (step 4), resistance was noted, and the footplate would not retract. The prostyle device was then readvanced into the vessel. The footplate was then reopened and reclosed and the device was then removed, and the suture was preplaced as intended. The sheath was upsized to a 14f, and the coronary procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing was performed on the returned device. Difficulty to close the foot is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation was unable to determine the cause of the reported difficulty to open or close the foot. Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. Additionally the difficulty to close the foot likely resulted in the noted deformation of the guide tube during attempts to remove the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.